Manufacturer narrative:
Concomitant medical products: product ID 37702, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97792, product type: accessory. Product ID 97792, product type: accessory. Product ID 37702, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4). Analysis of the lead (s/n (B)(4)) found no significant anomalies. The lead body was cut through and segmented.

Event description:
It was reported that the patient had abdominal pains in the stomach, could not each that much food, no appetite, and was not sleeping at night. It was noted that all of this occurred right after implant. It was noted that the patient had had 2-3 back surgeries prior to implant and had never had anything like this before as far as discomfort. It was noted that the patient had an appointment with the doctor on (B)(6) 2014 but was trying to wait and see if it got better; it was just not getting any better. It was noted that the device had been off and the patient was still having discomfort. It was noted that the patient had discomfort in the abdomen and stomach area. It was noted that everything went in well, and everything seemed to go well with the implant. It was noted that they were not able to turn implant up too high right after implant. It was noted that they only got it turned up 0.8, 0.9 because otherwise it was too strong of stimulation. It was noted that the patient's experience was different and it was recommended that the patie nt see a doctor. It was further reported that the patient had a warming sensation at the pocket a day prior to the report after a surgery to explant the implantable neurostimulator (ins) and lead. The explant doctor cut the lead in half to remove the device. The doctor felt that the patient was allergic to the system. The patient would place their hand over the ins and it would feel a lot warmer than their body and this started 2 weeks prior to the report. Additional information received reported that the device was explanted. It was noted that the explant was not due to normal battery depletion. It was noted that there was no patient death. Additional information received reported that the device was inserted in the patient's right hip with the leads being placed into the thoracic spine for extended pain relief. Following the insert of the device, the patient met with manufacturing representatives (rep) to set the device for specific pain relief. Immediately the patient felt a shocking sensation throughout his body and intense pain, which had persisted to this day. The unit and lead kit were removed but the patient continued in excruciating pain. In march of 2015, an MRI revealed that the patient had a severe burn lesion at t9, where the lead was attached, which was permanent and the cause of the patient's pain. The patient suffered a permanent injury and had been caused to suffer from mental anguish and emotional distress. No follow up could be conducted. If additional information is received, a follow-up report will be sent. The patient's relevant medical history includes spinal pain.